Event description:
It was reported that a pump malfunction occurred, indicated by a specific malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support provided information on how to reset the pump, and the customer planned to use an alternative insulin method until returning home to perform the reset. - multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.